Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the customer was unable to resume insulin delivery on their pump. There was no reported impact to the customer's blood glucose level. Further information regarding the patient or event was not provided.

Manufacturer narrative:
On (B)(6) 2022 the distributor reported the following additional information: the pump was cleaned and there were no further altitude alarms activated during testing. The pump operated as intended and no failure was identified. The customer continued to use their device for insulin therapy.